Event description:
It was reported that upon deflation of the balloon, the catheter shaft became curved under the balloon; the guidewire wasn't in place at the time of deflation. No pt injury or add'l complications were reported.